Event description:
It was reported that the video system center's screen went black, image disappeared, no signal displayed and noise occurred in the endoscopic images. The event occurred during screening test of a diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.